Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. Customer's son reported that the cause of the death was noted to be cardiac arrest due to diabetes. It was noted that the customer suffered from complications with diabetes ketoacidosis and passed away at home. Customer was wearing the insulin pump at the time of the death. The insulin pump was requested to be returned. No further information reported.